Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of tibial intramedullary nail due to nonunion. While removing nail broke and piece was left in patient. The fragments was removed easily, procedure was completed successfully with less than 5 minutes surgical delay. Im nail removed and plated during procedure. Patient outcome is unknown. This report captures post-op event of hardware removal due to non-union. Related complaint (B)(4) captures intra-op event of nail breakage during removal. This report is for one (1) 5.0mm ti locking screw stardrive 56mm for im nails. This is report 2 of 2 for complaint (B)(4).